Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Medical records were not provided for review. Device evaluation: visual inspection of the devices reveals that the products were returned in sealed original packaging. Looking at the rods through the plastic packaging shows that they have rough edges and do not look whole. Potential cause: the cause was found to be related to manufacturing per a scar. DHR review: per DHR review, the part was likely conforming when it originally left zimmer biomet control. Although this DHR shows it was conforming when it originally left zimmer biomet's control, the product came back to zimmer biomet and was repackaged and labeled erroneously. As the repackaging process creates one-off issues like this, there are no indications that other released rods have this same failure so no actions are required. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported two rods within their packages look to have been cut off from the full rod assembly, possibly from a previous use. This was found upon receipt so there were no surgical or patient impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00007.

Event description:
It was reported two rods within their packages look to have been cut off from the full rod assembly, possibly from a previous use. This was found upon receipt so there were no surgical or patient impacts. This is report one of two for this event.